Event description:
Reporter calling, stating she received a letter in the mail about her implanted abbott pain stimulator. Reporter states she will be proceeding with having the device explanted, however the device is currently implanted. Reporter states the device cannot be programmed into "MRI mode" and states this is the reason she will be having the device removed. Reporter additionally states "the lead is broken and came apart" from the device. Reporter states she first noticed this device problem "about two years ago." Reporter states "device ID number (B)(4)". Reference report: mw5149712.